Event description:
The customer stated the device intermittently has a flashing red x and chirps. The customer reran an operational check and issue cleared. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.